Event description:
Same as MFR numbers 6000089-2004-01492 and -01493. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and dissection difficulties occurred. The pt presented urgently with a diffusely diseased mid right coronary artery (rca) and a focally diseased distal rca. A 2.5 x 12 mm maverick balloon pre-dilated the target vessel three times. A taxus express2 3.0 x 24 mm drug eluting stent was introduced and then removed. It had not been deployed. A taxus express2 3.0 x 16 mm stent was also introduced and removed. It had not been deployed. A 3.0 x 15 mm maverick balloon was then used to dilate the lesions twice. A taxus express2 3.0 x 24 mm stent was placed in the mid rca using the luge guidewire. It was inflated to 10 atms for 12 secs. A taxus express2 2.75 x 8 mm stent was placed in the distal rca, the stent delivery system was removed and the final image showed a dissection distal to the 2.75 x 8 mm stent. The original luge guidewire was bent so another luge guidewire was inserted in the rca. A taxus express2 2.5 x 8 mm stent was used to cover the dissection. The physician attempted to pull out the bent luge guidewire but the wire would not move. The balloon of the 2.5 x 8 mm taxus stent was put down the wire to try to free up the luge wire. The physician thought that the balloon was successful so he pulled the wire and balloon out together as a unit. At this time, the cordis jr4 guide catheter deep seated and the previously implanted 3.0 x 24 mm taxus stent was crushed. The luge wire snapped and a fragment of the wire was noted in the rca. The taxus express2 2.5 x 8 mm balloon were removed and the asymptomatic pt was sent emergently to surgery. The pt underwent coronary bypass grafts to the right and posterior descending coronary arteries. The recovery was uneventful. The pt was discharged from the hosp in 2004 and was seen for follow-up twelve days later and was doing well. The pt is currently in cardiac rehabilitation.